Manufacturer narrative:
Age at time of event: patient was in his (B)(6).

Event description:
It was reported that the burr became stuck on the wire. A 1.25mm rotapro and 330cm rotawire floppy were selected for an atherectomy procedure within the ostial lesion. During the procedure, distal wire placement was lost when the rotapro device was introduced into the body. The rotapro and rotawire were pulled out of the patient's body. The rotawire was attempted to be removed from the rotapro, however, the burr was locked onto the wire. The procedure was completed with ballooning and stenting. There were no patient complications reported.